Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/19/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/19/2013 with the following findings: evaluation revealed that the keypad was torn at the ok button. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).